Event description:
A customer generated negative hbsag results on known positive pt samples. A false negative pt result would present a risk to the public health. There was no report of pt harm as a result of this event.